Event description:
It was reported that the patient's pump experienced rapid battery depletion. There was no adverse impact to the customer¿s blood glucose level. The patient declined further follow-up as they are out of warranty and are in the process of obtaining a new tandem device.